Event description:
Air in line sensor inoperable was experienced.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 23-may-2022 via email and attached to complaint object: the event did not occur during use with a patient. Found during testing.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition with no appearance of any physical damage; however the tamper seal was missing. There was no evidence of the reported problem recorded in the event history log. The customer reported problem was verified/duplicated. During testing, the air detector read air-in-line, and this was found to be the cause of the reported as it was inoperable. For corrective action the air detector was replaced. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. Service review identified this device has not been in for service previously., corrected data: correction: catalogue number: 21-2127-0104-01.